Event description:
The customer reported via phone call that the insulin pump got wet the day before. He took the battery out and let the insulin pump dry out. After inserting the battery, the insulin pump alarmed unexpected restart. The insulin pump intermittently had a blank display and the down arrow button was not working. The insulin pump also alarmed battery out limit. Customer's blood glucose level was 105 mg/dl. The customer stopped using his insulin pump since (B)(6) 2015. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.